Event description:
During delivery of the cypher sds to the distal rca after pre-dilatation, friction was encountered between the sds and the 6f guiding catheter. Nevertheless, the physician continued to advance the cypher and the friction increased to the point that the sds became stuck inside the guider and would not exit it. Therefore, the undeployed cypher and the guidewire were removed safely from the patient with some difficulty. After removal of the cypher, the physician confirmed that the guide wire exit-port area of the sds shaft had separated distal to the transition seal; the entire distal floppy end of the sds had separated from the rest of the sds. Because the physician retrieved the entire system as one unit from the patient, no debris from the sds were left behind in the patient. Another cypher stent was successfully implanted in the distal rca without difficulty. There was no patient injury reported. The physician did not indicate any anomalies in the device prior to use. As per the reporting affiliate, the patient's age and gender are unknown. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems.